Manufacturer narrative:
The reported event was confirmed by technical services at the facility site. It was reported that the costumer refuses to send back the product for complete analysis.

Event description:
It has been reported that the stockert generator started to ablate on its own without the user pressing the start button. No patient injury was reported for this event.